Event description:
It was reported that when using the bd pyxis medstation system, the patient orders not crossing over. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that disconnected flag originally showed a value of 1; however, it is currently reflecting a value of 0, indicating that there is no delay in the messages. A technical support specialist, restarted external messaging and performed data sync to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.